Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on (B)(6) 2009. Due to the age of the device, nine (9) years, and the fact there are no repairs available for the video baton, the customer elected to scrap the glidescope pgvl video baton 3-4. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, the image was intermittent. It was noted that the end user was able to get the image to show by manipulating the connector. The procedure was completed using another glidescope system. No harm to patient or user was reported.